Event description:
The recipient reportedly experienced an extrusion of the electrode lead that was left from a previous explant surgery, through the skin flap. The recipient was treated with antibiotics (cephalexin) prior to reimplantation.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On(B)(6) 2026, the recipient underwent revision surgery, during which the device was successfully re-implanted. The recipient has healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.